Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) confirmed the error in the logs. The customer informed the rse that the flow sensor assembly had just been replaced by a 3rd party service. The rse advised the customer to inspect the pin alignment of the autozero solenoids into the data acquisition (da) printed circuit board assembly (pcba) and correct as needed. The rse then advised if the pin alignment was correct then the customer should replace solenoids 3 and 4. Device evaluation and repair are pending.